Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient experienced a blood glucose of 19.1 mmol/l with symptoms of excessive thirst and urination. The patient was able to self treat with insulin injections. The reporter stated that the pump had shorter than expected battery life. The reporter stated that the blood glucose excursion was a result of the battery life issue. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of a pump malfunction.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: review of the black box data did not reveal any evidence of short battery life. The black box data confirmed the user replaced the battery on (B)(4) 2018 at 20:59 and again at 22:04, both times with partially discharged batteries. The discharged battery reached the ¿low battery¿ threshold level on (B)(4) 2018. All electrical current draws were evaluated and found to be within specifications. No pump defects were found during the investigation. This report is made under the requirements of the health authority regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.